Event description:
The pt was injected in the nasolabial folds and two areas of the glabellar. The pt was also injected with dysport in the glabellar area and crows feet. The pt allegedly developed swelling in the lower lids and glabellar area and developed nodules along the nasolabial folds and glabellar area. The pt was initially treated with a medrol dose pack. The pt was also treated with prednisone and bactrim. The glabellar area was drained and a culture was taken. Pt has continued to have area drained and has been treated with keflex (500 mg).

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.